Manufacturer narrative:
The specimen was collected in a greiner serum tube and was centrifuged at 3,000 g for ten minutes. The initial testing and first two repeat tests were performed from the primary tube. The third repeat was from an aliquot of the same sample. The customer reported some qc fliers on the days following this event. No data was supplied. A system check performed on (B)(4) 2010 was within specifications. There were no flags or errors associated with the erroneous result. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing with good results. The fse performed a preventive maintenance (pm) that was scheduled the following week. No root cause was determined for this event.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off for one patient's sample. The result was reported out of the lab. The specimen was re-tested and repeated results were in both the risk stratification range and the normal reference range. A corrected report was sent. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.